Event description:
Home pt experienced difficulty spiking the homechoice cassette to the administration port of the solution bags. The pt brought their own disposable device supplies, however, the solution bags were supplied from another country. While setting up their supplies for automated peritoneal dialysis, the pt reported that there was no way for them to connect the bags. When the pt tried to spike the bags, the tip of the administration port sealed itself closed and no fluid would come through. In order to utilize the solution bags and complete their apd therapy, it was indicated that the pt had cut the administration ports. Follow up with the pt's family revealed that the home pt had contracted peritonitis. The pt contacted their healthcare professional and was advised to seek medical attention at a local hospital or to return home. The pt discontinued their trip and returned home for medical attention. No further information is available.